Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a motor error alarm and was unable to change the infusion set. Customer's blood glucose was 111 mg/dl. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. The insulin pump also passed a displacement test. It was also found the customer had air bubbles in the tubing that could not be purged with a plunger. Customer declined to return the product for analysis.